Manufacturer narrative:
The pod was received with the cannula deployed. The download data shows that the pod had been deactivated by the user at the end of the second priming sequence. No issues were found with the needle mechanism components that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). It was noted that the needle deployed early; indicating a needle mechanism failure. No information was provided on how the hyperglycemia was treated. The pod was not worn.